Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed no damage to the device. A functional inspection was performed and showed the test pump cartridge could not be turned to the locked position due to corrosion inside u.I. Assy. The u.I. Chamber is sticking due to corrosion. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. The root cause is determined to be a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when setting up the versajet for a surgery, the nurse could not get the orange pump cartridge to engage into the pump interface. The orange pump cartridge would not turn to the locked or "3 o'clock' position. They have 4 consoles in the or and immediately used another versajet console for the surgery. There was no harm to the patient and the case was done without incident.